Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports."

Event description:
It was reported that there was image loss.

Event description:
It was reported that there was image loss.

Manufacturer narrative:
Alleged failure: started a laparoscopic case. Image was great. Procedure was a colon case so part was lap, part was open. Started lap, then did the open portion then went back to laparoscopic. Once they went back in with the camera, image was great then it went to blue moving lines across the screen. Image was lost for 2-3min. No patient info available. Same camera and light cord and nothing was unplugged or changed during the open portion. Got a new camera head and it fixed the issue. Camera was tagged for repair. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. Provable root cause could be the ccu or a bad connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.